Manufacturer narrative:
(B)(6).

Event description:
It was reported that by using the hipvc 50 a piece of the electrode broke off, the piece was removed with a grasper. No patient injury was reported.

Manufacturer narrative:
There was a relationship between the returned devices and the reported event. Visual inspection under magnification shows extensive wear with scratch/scuff marks on the spacer and cap and contamination on the screen. A piece of the electrode is detached. The detached part was not returned. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation the wand was activated in saline solution and indicates an error e-7 message. After bypassing the error the device performed as intended on the remaining part of the electrode. The suction line was tested and performed as intended. The complaint was verified and the root cause for this event could not be determined with confidence as several factors that could contribute extensive wear or detached electrodes as may result from vigorous use against bony surfaces; irregular wear of the electrodes leading to malfunction electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specification upon release into distribution.